Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event involved a tego¿ connector. The customer stated that the product crossing threads easily resulted in the tego connector breaking. There was patient involvement and a delay in therapy, however, harm was not reported as a consequence of this event.